Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device and cf-hq290l were investigated by olympus europa se & co. Kg. Prior to technical evaluation, a leak check was completed; the instrument passed. A full technical evaluation was completed. The following defects were identified in relation to the customer specified fault. The biopsy channel was inspected internally using a slim diameter video scope. Scoring damage was visually identified at the proximal and distal end of the biopsy channel. The channel was also deformed into an oval shape. The image provided by customer shows the customers cleaning brush with 90% of bristles missing. In the conclusion, technical evaluation has been unable to confirm the customer specified fault, no remanence of cleaning brush bristles was observed within the channel system. The subject device was investigated by olympus medical systems corp. (Omsc). The subject device was confirmed. As it was reported, bristles of the brush were missing. The device that was in an unopened package was confirmed. Appearance of the brush such as missing bristles or deformation presented no abnormalities. The device that was in an unopened package was compared with the subject device. Looseness of the twisted wire in the brush was observed. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following inspection items which related to the reported phenomenon. Process inspection. Quality inspection. Nonconforming product report. Based on the condition of the subject device and the results of investigation in the past, it can be inferred that the brush was inserted into the suction cylinder to the point where the brush was enough to hide. Under these circumstances, the brush was rotated counterclockwise repeatedly. This might have caused the twisted wire to loosen, and bristles of the brush were missing. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp.(omsc) was informed from the member of the decontamination room in the hospital by email as bellow. During the reprocessing of an endoscope, the user found the brush with most of bristles missing. The user reported that the bristles was fallen out when using the subject device. The user had decontaminated the scope already before sending to olympus for inspection/repair. Olympus (B)(4) showed the picture attached on e-mail and they make sure that the brush with most of bristles missing.